Event description:
It was reported that an employee splashed cidex solution in their eye while removing an instrument from the soak tray. Employee was not wearing goggles or other personal protective equipment at the time of the event. Affected employee was seen by an ophthalmologist the day of the event who prescribed "3 in 1" antbiotic and pain drops. As of 12/2/2002, the affected employee reports that their eye is fine and that pt has begun wearing eye protection while working with the cidex solution.